Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bending section cover leak. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported observing black deposits leaking from the sheath of an olympus cystonephrovideoscope during device preparation following manual bench washing for an unspecified procedure. No patient injury was reported.